Manufacturer narrative:
Additional information was received on (B)(6) 2022. The device returned relating to this complaint was not a mentor product. As a result, no further reports will be submitted to the FDA regarding this device. Since the deflation breast implants involved in this complaint are related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/capsular contracture. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 375cc mentor memorygel breast implant experienced right sided rupture and right sided capsular contracture post procedure. As a result, right sided capsulotomy and replacement with a new 375cc mentor memorygel breast implant was performed on (B)(6) 2021.